Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2018. The customer blood glucose level was 510 mg/dl at the time of incident and the current blood glucose level was 141 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin drip and syringes. The customer stated that the symptoms related to high blood glucose such as vomiting. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they had contacted their health care professional regarding the high blood glucose. Customer currently using insulin pump system for high blood glucose event. The device will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Device passed the delivery accuracy test. No excessive no delivery alarms noted. Device received with cracked case at the battery tube threads. Device received with minor scratched display window and case.